Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. G.4. There were multiple 510k numbers reported to be involved. The information is as follows: PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
10 of 10 report. It was reported that while using bd vacutainer® eclipse¿ blood collection needle, the safety shield detached from the needle. The issue was reported by multiple users, noting that the clip was either loose prior to activation or detached during or after the blood draw when attempting to engage the safety feature. No adverse patient or user impact was reported.